Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07734-1, 0001825034-2018-07735-1, 0001825034-2018-07736-1.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard tibial bearing, catalog # 183440, lot # unknown; biomet cc I-beam tray, catalog # 141223, lot # unknown; biomet arcom 3 patella, catalog # unknown, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07734, 0001825034-2018-07735, 0001825034-2018-07736.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. The patient was noted to have uti.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.